Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The u20 chip on the sram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.